Event description:
Hamilton medical ag received the following incident description: this g5 was giving alarm message "calibration autozero failed", followed by tf 5510 & 5511. We looked at service manual , finding related info, suggesting the problem to be found either at sensor board or mainboard. Looking in service sw test screens (at #6) we could see the value of dpflow sensor to be too much outside limits with a value about 250. Trying to adjust this value to near zero in test screen #6, was causing the dpflow value at test screen #9 to get too much out of limits to a value near 250 and vice versa. At test screen #9, the value of dpflow sensor when blocking the silver flow sensor point was max at 4870, while when blocking the blue flow sensor point, was max at about 5300. There was not a way to adjust and achieve an acceptable value at both #6 & #9, at the same time. We had tried exchanging sensor board and also motherboard, without good results. Then we also tried replacing the servo module and also even the flat cable that connects the mainboard to sensor board and servo module, without good results. The same fault appeared again, all the times. At last we replaced the vu esm, and finally the problem was solved. The vu esm alone was responsible for this problem. After this all the other parts and boards were able to be adjusted and normal operation and calibrations were achieved.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: this g5 was giving alarm message "calibration autozero failed", followed by tf 5510 & 5511. We looked at service manual , finding related info, suggesting the problem to be found either at sensor board or main board. Looking in service sw test screens (at #6) we could see the value of dpflow sensor to be too much outside limits with a value about 250. Trying to adjust this value to near zero in test screen #6, was causing the dpflow value at test screen #9 to get too much out of limits to a value near 250 and vice versa. At test screen #9, the value of dpflow sensor when blocking the silver flow sensor point was max at 4870, while when blocking the blue flow sensor point, was max at about 5300. There was not a way to adjust and achieve an acceptable value at both #6 & #9, at the same time. We had tried exchanging sensor board and also mother board, without good results. Then we also tried replacing the servo module and also even the flat cable that connects the mainboard to sensor board and servo module, without good results. The same fault appeared again, all the times. At last we replaced the vu esm, and finally the problem was solved. The vu esm alone was responsible for this problem. After this all the other parts and boards were able to be adjusted and normal operation and calibrations were achieved.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.